Event description:
The customer reported the following, "(B)(6) ambulance team switched patient from (B)(6)memorial hospital's cs300 in preparation for transport. They were unable to establish an ECG trace. Patient had a transvenous pacemaker. Medstar ambulance team was called to take over the transport. Medstar switched patient to their cardiosave and was unable to establish ECG. Patient was put back on (B)(6) cs300. During transport patient arrested and passed away. Ambulance returned to (B)(6). Risk management at (B)(6) has reported to the authorities."

Manufacturer narrative:
The company rep called the customer to obtain add'l info. The biomedical person had no knowledge of the event. Customer did not generate any service to the iabp. Add'l info is being requested to the customer. Two other complaints were opened to document the reported failures (B)(4). The adverse event will be documented on this complaint (2249723-2014-000660) because the patient death occurred on this device. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).